Manufacturer narrative:
The cause of death was reported as pulseless electric activity (pea) arrest.

Manufacturer narrative:
Cine images were submitted to edwards for review, no echo was provided. The imaging was reviewed by edwards's medical staff. Severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mac. Good coaxial alignment. Poor image intensifier angle (iia). Positioned 50:50. On valve deployment valve moves ventricular and appears tilts posteriorly. 65:35 ventricular on medial edge and 90:10 ventricular on lateral side. No post deployment aortogram. Next and last image available on cine is of a 2nd thv valve in thv valve with CPR in progress. Impressions: severely calcified aortic root with suspicion of sov obliteration. Positioning of initial sapien was 50:50 however; on deployment the valve moved ventricular 90:10 on the lateral and 65:35 (ventricular) on the medial edge. Subsequent pea cannot be explained by the cines. Valve in valve was performed with the 2nd valve positioned aortic to the first. Cannot rule out potential causes for pea such as pericardial tamponade, severe hypovolemia, pe, tension pneumothorax, or metabolic disturbances. A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, and aortic insufficiency are known potential complication associated with the transaortic valve implant (tavi) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to this event. Per the report received, the aortic valve and aortic root were severely calcified. There was poor image intensifier angle, and as viewed on the imaging received, while the first valve was positioned 50:50 within the annulus on deployment the valve moved 90:10 on the lateral and 65:35 (ventricular) on the medial edge. The subsequent events cannot be explained by the imaging provided, however potential causes for pulseless electrical activity include pericardial tamponade, severe hypovolemia, pe, tension pneumothorax, or metabolic disturbances. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. The safety and effectiveness of the edwards sapien' transcatheter heart valve and the retroflex 3 delivery system via transapical delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences.

Event description:
As reported by the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, a 23 mm sapien transcatheter heart valve was deployed in a 90:10 position (ventricular). Post-valve deployment there was severe aortic insufficiency and the patient began to decompensate thus cardiopulmonary resuscitation (CPR) was initiated. A second sapien valve was prepped and deployed, however the patient did not recovered and expired within 5 minutes of the second valve being deployed. Per the report received, due to inadequate peripheral vasculature, transapical access was obtained. A 23 mm sapien valve was prepped on the retroflex 3 delivery system with the valve oriented correctly for transapical delivery. The retroflex introducer sheath was inserted into the ventricular apex and the valve was delivered into the aortic annulus. The patient had a narrow (approximately 21 mm) and heavily calcified sinotubular junction (stj). During valve inflation, it appeared as if the valve slid ventricular as the balloon impacted the stj. The rf3 delivery system was retracted and severe central aortic insufficiency was noted. On echocardiogram the native leaflets were clearly overhanging the prosthesis. CPR was initiated and a second 23 mm sapien valve was prepped. The second valve was deployed into the annulus with the inflow portion of the second valve overlapping into the outflow portion of the first valve. The second valve covered the native leaflets. The delivery system was retracted and CPR was performed to perfuse the patient, however, the patient was never able to recover a spontaneous heart beat following the implant of the second valve. The physicians pronounced the patient dead within 5 minutes of the second valve being deployed. Per additional information received from the edwards clinical specialist, there was no valve over-sizing. The sinotubular junction (stj) was approximately 21mm in diameter, narrow, and severely calcified. There was no severe ventricular septal hypertrophy. The aortic valve/root and leaflet calcification was described as severe. The image intensifier angle and coaxial alignment were described as fair. The sapien valve positioning pre-deployment was in a 50:50 position within the patient's annulus. The balloon inflation was held during deployment for more than three (3) seconds. There was no loss of pacing capture during deployment. The patient's ejection fraction is unknown.

Manufacturer narrative:
Investigation of this event is ongoing.